Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay user/pt contacted lifescan alleging that the one touch ultra meter read inaccurately high. The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. The pt said she thinks the meter has been reading inaccurately high for about a month. She gives example readings of 225 mg/dl on her meter and 165 mg/dl on another meter performed within 30 minutes of each other. The difference between those results falls outside the expected value of <= 30%. She said she has been increasing her insulin doses for approximately one month because of the higher readings, saying she has been taking 4 units of regular insulin. It is unclear whether the 4 units is a complete dose or an additional dose. However, she said that at one point she passed out and saw yellow spots due to her increased dose. She denied receiving treatment for the symptoms. According to the troubleshooting performed with customer service, the meter was set to the correct unit of measure. The pt's testing steps were correct and the test strips were not expired. This complaint is being reported because the pt alleged the meter read inaccurately high, took additional insulin based on the readings, and developed symptoms that may be indicative of hypoglycemia.